Event description:
It was reported that the tibial impactor broke while impacting. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)G2: Foreign - Event occurred in Canada.The customer has indicated that the product is in process of being returned to Zimmer Biomet for investigation. Once the investigation has been completed, a Follow-up MDR will be submitted.